Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing. The reported event was duplicated.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.